Manufacturer narrative:
On november 19, 2020 additional information received indicated that the patient removed the implant on (B)(6) 2020. Date of implantation was on (B)(6) 1990. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 4, 2020 mentor became aware that the previous supplemental report, follow up 1 some details was unintentionally missed. Manufacturer¿s reference number: (B)(4) the left side was the side with the issue, and type of procedure patient had was unknown breast augmentation.

Manufacturer narrative:
Suspect device was received on (B)(6) 2021: device evaluation completed on (B)(6) 2021 additional information received with the device indicated that the patient initial is (B)(6). The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline breast implant. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with an unknown mentor saline prosthesis experienced unknown sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.